Event description:
It was reported that the customer filled a new reservoir with insulin today, and now the reservoir is empty. The caller didn't know if the insulin leaked out or if it was delivered into the customer's body. The husband stated that he would be taking the customer to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.